Event description:
Device malfunction: foot break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of a calcified common femoral artery after an interventional procedure. Reportedly, when the plunger was pushed, the device came out of the patient's artery. After the device was removed from the artery, it was noted a posterior foot break had occurred. Hemostasis was achieved using manual compression. In 2009, the detached foot and link were surgically removed from the arteriotomy. There were no reported adverse patient sequelae. No additional information was available.

Manufacturer narrative:
(Patient selection).